Event description:
Customer reported via phone call that insulin pump had exposed to fluid. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.